Event description:
Additional information received indicated that the patient "discontinued self intermittent catheterization" on (B)(6) 2014. The event is considered resolved/recovered with no sequelae as of (B)(6) 2014. There were no further patient complications reported as a result of this event.

Event description:
It was reported that following the implantation of a sparc sling the patient experienced moderate de-novo difficulty emptying bladder. She "failed trial void" and was discharged with a foley catheter." She returned to the clinic postop and "failed trial void. Taught self catheterization." She was instructed to "continue self-catheterization and voiding diary." The event was considered not recovered/not resolved (continuing) as of 01/06/2015. There were no further patient complications reported as a result of this event.